Event description:
The patient was undergoing a laparoscopic appendectomy, and the surgeon noted the cecum was perforated. He attempted to close the cecum perforation with an endogia stapler, but it misfired. They changed to an open procedure to assure proper management of the enterotomy. The cecum was closed utilizing a ta stapler. The patient did okay.